Event description:
Reportedly, initially, the staple line appeared secure. However, after the stomach was filled with 0.5 liter blue colored saline, it was noted that there was extravasation of dye from the posterior aspect of the duodenoenterostomy. Upon further examination, it appeared that the staple line posteriorly had failed in its entire length. Holding sutures were placed and a 2-layer anastomosis using 2-0 vicryl on the inner layer and 3-0 pds on the outer layer was used to reapproximate the portion of the duodenoenterostomy staple line which had been exposed and opened up. Procedure: laparoscopic duodenal procedure.